Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of rust on the scissors is confirmed and appears to be supplier related. One pair of scissors was returned for evaluation. A written note was also provided with the product sticker label attached and indicated lot: reer3431. The note states, ¿scissors rusted¿. Rust was visible on the inner and outer facing sides of the blades. One photo of scissors and a product sticker label attached to a written note was also provided for evaluation. The scissors are shown in their open position. Orange-brown discoloration is visible on the blade surfaces. The components shown in the photo correspond with the returned physical sample. The photos of the sample were forwarded to the manufacturing facility. The manufacturing evaluation confirmed the presence of corrosion on the scissor blades and determined the cause to be supplier related. The supplier was notified of the event. H3 other text

Event description:
It was reported a kit had very rusted scissors. No other information was provided. Additional information received 11/05/2020: it was reported the PICC was not used and discarded upon discovering the rusted equipment prior to trimming the PICC, but the needle, wire, and dilator from the kit were used.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of reer3431 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported a kit had very rusted scissors. No other information was provided. Additional information received 11/05/2020: it was reported the PICC was not used and discarded upon discovering the rusted equipment prior to trimming the PICC, but the needle, wire, and dilator from the kit were used.